Event description:
Additional information was received from the patient. They reported that the manufacturer representative (rep) told them that the lead had shifted out of place and this was why only one program was working, the patient wanted to know why this happened to them. The risks of lead migration were reviewed and they reported that they had had falls. One fall was on their knees and one was where they fell on their back. They did not know their rep's name. The patient had replacement surgery scheduled for friday and planned to get the MRI-safe system, but had questions about MRI eligibility. MRI information was reviewed. The patient did not directly respond to questions from response requested, but stated they would fill it out and return it. Fifteen days later, they reported that with their last implant, about six to seven weeks before replacement surgery, they started to experience "jolts," and said that the machine was turning off on its own. They saw a manufacturer representative who checked the device and said that only 10% ins battery was left. The patient was told something about the lead could have moved, so surgery was scheduled for replacement. They received a replac ement system on (B)(6) 2021, which resolved the issue.

Manufacturer narrative:
Product ID 3889-28 lot# va0x3ln serial# implanted: (B)(6) 2015 explanted: (B)(6) 2021 product type lead date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28 lot# va0x3ln serial# implanted: (B)(6) 2015 explanted: product type lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4). Date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient was implanted for the treatment of bladder issues. They stated they had the pump and pelvic health system implanted on the same side of the body. They were having surgery to replace the leads in a couple weeks. The ins kept turning off on its own, the lead felt like it was in the anal area, and they were experiencing constipation. The patient stated the ins was for bladder, not bowel. Out of the four programs, only one program was working. They were getting shocked and the ins was coming out of the pocket and it felt like a scratching/painful. They could see it on the skin. The healthcare provider had run tests on the bladder before they planned to perform surgery. The patient had been experiencing all of this two months ago or so. They worked with a manufacturer representative who stated they were not sure why the ins was turning off and confirmed only one program was working. The representative also mentioned the battery was less than 10% working. The patient was having the lead and ins replaced/moved.